Manufacturer narrative:
Product return will be requested; full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the metal pin broke off the brush handle while he was pulling off the brush head. Since then, the brush head does not stay put properly on the toothbrush, and the brush head comes loose every time he tries to brush his teeth. No injury was reported.